Event description:
It was reported that during a procedure the device operated automatically without user activation. The same device was used to complete the procedure. There was no delay in the procedure and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the contact pins on the plotted trigger assembly are burnt.